Event description:
It was reported that there was an internal leak. No additional information.

Event description:
It was reported that there was an internal leak. No additional information.

Manufacturer narrative:
Corrected data: additional information b.5.

Event description:
It was reported that there was an internal leak. Event occurred during initial hookup to patient. No paitent injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and another fault was found. It was found to have a faulty electrical chassis. DHR review was done, no issues related to the original complaint were found.